Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent removal surgery. Intra-op, while removing the implant tip of the screwdriver broke. No fragments of the product were remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical hardness dimensional visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.